Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the atrial lead exhibited atrial noise and noise reversions, which led to atrial tachycardia/atrial fibrillation episode detection. The patient was in unknown condition and would continue to be monitored.